Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in a female patient who had essure (batch no. 808911) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), asthenia ("no energy"), hypersensitivity ("allergic reactions"), bladder disorder ("bladder problems"), mental disorder ("psychological problem"), amnesia ("memory loss") and influenza like illness ("constant flu-like feeling") and was found to have weight increased ("weight gain"). The patient was treated with surgery (fallopian tube removed along with essure). Essure was removed. At the time of the report, the pelvic pain, fatigue, asthenia, weight increased, hypersensitivity, bladder disorder, mental disorder, amnesia, and influenza like illness outcome was unknown. The reporter considered amnesia, asthenia, bladder disorder, fatigue, hypersensitivity, influenza like illness, mental disorder, pelvic pain, and weight increased to be related to essure. The reporter commented: within a year after the essure removal surgery, many symptoms decreased significantly, and she has more energy again. She is now doing much better. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2020: reporter and events fatigue, no energy, weight gain, chronic pain, allergic reactions, bladder problems, psychological problems, memory loss and constant flu-like feeling added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign material has been removed') in a female patient who had essure (batch no. 808911) inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: essure insertion date updated and lot number added to case, reference number received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') and device dislocation ('later it would appear that her essure migrated through her body') in a female patient who had essure (batch no. 808911) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), fatigue ("fatigue"), asthenia ("no energy"), hypersensitivity ("allergic reactions"), bladder disorder ("bladder problems"), mental disorder ("psychological problem"), amnesia ("memory loss"), influenza like illness ("constant flu-like feeling"), dysmenorrhoea ("heavy menstrual pain and bleeding"), menorrhagia ("heavy menstrual pain and bleeding"), panic attack ("panic attack"), disturbance in attention ("problems with concentration"), headache ("headaches"), myalgia ("muscle pain") and osteoarthritis ("serious arthrosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (fallopian tube removed along with essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, fatigue, asthenia, weight increased, hypersensitivity, bladder disorder, mental disorder, influenza like illness, dysmenorrhoea, menorrhagia, panic attack, disturbance in attention, headache, myalgia and osteoarthritis had resolved and the amnesia had not resolved. The reporter considered amnesia, asthenia, bladder disorder, device dislocation, disturbance in attention, dysmenorrhoea, fatigue, headache, hypersensitivity, influenza like illness, menorrhagia, mental disorder, myalgia, osteoarthritis, panic attack, pelvic pain and weight increased to be related to essure. The reporter commented: she suffer hormonal problems and she was also submitted to endometrium ablation (unknown data).within a year after the essure removal surgery, many symptoms decreased significantly, and she has more energy again. She is now doing much better. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2020: start date was exchanged from (B)(6) 2011 to (B)(6) 2012; the follow information were added on products: stop date; on event heavy menstrual pain and bleedings, panic attacks, problems with concentration, headaches, muscle pain, serious arthrosis, later it would appear that her essure migrated through her body; outcome were exchanged from unknown to recovered/resolved on events: chronic pain, no energy, fatigue, weight gain, allergic reactions, bladder problems, psychological problem, constant flu-like feeling; from unknown not recovered/not resolved on event memory loss. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in a female patient who had essure (batch no. 808911) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), asthenia ("no energy"), hypersensitivity ("allergic reactions"), bladder disorder ("bladder problems"), mental disorder ("psychological problem"), amnesia ("memory loss") and influenza like illness ("constant flu-like feeling") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure and fallopian tube were removed). Essure was removed. At the time of the report, the pelvic pain, fatigue, asthenia, weight increased, hypersensitivity, bladder disorder, mental disorder, amnesia and influenza like illness outcome was unknown. The reporter considered amnesia, asthenia, bladder disorder, fatigue, hypersensitivity, influenza like illness, mental disorder, pelvic pain and weight increased to be related to essure. The reporter commented: within a year after the essure removal surgery, many symptoms decreased significantly, and she has more energy again. She is now doing much better. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: after internal review, these information were corrected: start date was replaced as previous version (B)(6) 2011, the follow information were deleted heavy menstrual pain and bleedings, panic attacks, problems with concentration, headaches, muscle pain, serious arthrosis, later it would appear that her essure migrated through her body, outcomes were replaced as previous version unknown. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign material has been removed') in a female patient who had essure (batch no. 808911) inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2020: update of quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign material has been removed') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign material has been removed') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.